Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and fuse connectors to the ffb pcb assembly were evaluated and the reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot to attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.